Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complainant reported that the device retention balloon "was overfilled and they were not able to get it to deflate." To remove the device, they "had patient bear down to push out of rectum as with a bowel movement." It is unknown what the cause of the issue was. It is unknown how much was inside the retention balloon. The patient had been admitted with pancreatitis and abdominal ascites in mid-(B)(6) 2016. The device was inserted to manage liquid stools. Patient had been receiving (unknown amount) doses of lactulose and the liquid stools stopped when lactulose was stopped. No harm was reported. No further information was provided.

Manufacturer narrative:
Corrected data: (B)(4) was reported in error on initial MFR report # 1049092-2016-00417, submitted to the FDA on october 05, 2016. The appropriate device codes have been updated. No additional patient/event details were provided. Should additional information become available a follow-up report will be submitted. (B)(4).